Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that "nurses came to me after 4 different patients had pca tubing that was leaking. After trouble shooting, it appeared that all the tubing seemed to be leaking in the same spot, at the y connector." No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product was returned. We are unable to confirm the reported complaint. If the product is returned, will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: b5: additional information received via email: customer confirmed he's reporting 2 affected items. Patient information is not known. The leaking was identified early after initiation so no adverse outcome. Slight delay while changing tubing. H6: event problem and evaluation codes: updates not required.